Event description:
It was reported that the balloon did not inflate totally before use. There were no patient complications reported.

Manufacturer narrative:
One catheter was received with an attached monoject 1.5cc limited volume syringe. The balloon failed to inflate due to leakage. Interlumen leakage was found to be in the backform between the inflation lumen and pa distal lumen. The proximal injectate and proximal infusion lumens were patent without any leakage or occlusion. There was no visible damage observed from the balloon latex, the catheter body or the returned monoject syringe. The report of balloon issue was confirmed and related to be the manufacturing process. An investigation was opened to determine the cause of the complaint and implement any necessary actions. A device history record review was completed and it was confirmed that the device met specifications upon distribution.